Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the (rv) setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this pacemaker was exhibiting high pacing threshold measurements on the right ventricular (rv) channel. Pacing inhibition was also observed. Surgical intervention was performed and the pacemaker was explanted and replaced. The physician suspected a potential issue with the header or a connection problem with the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was exhibiting high pacing threshold measurements on the right ventricular (rv) channel. Pacing inhibition was also observed. Surgical intervention was performed and the pacemaker was explanted and replaced. The physician suspected a potential issue with the header or a connection problem with the rv lead. No additional adverse patient effects were reported.